Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty advancing the device could not be determined; however, the reported break/fracture appears to be related to circumstances of the procedure. Possible factors which may contribute to resistance with the guiding catheter include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). In this case, a conclusive cause for the reported difficulty advancing the device into the guiding catheter could not be determined since the device or component were not returned for analysis. Additionally, it is likely that as difficulty was encountered during advancement, the balloon dilatation catheter (bdc) likely interacted with the guiding catheter resulting in the reported fracture. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.

Event description:
Subsequently, after the initial was filed it was noted resistance was met with an unspecified guiding catheter and did not cross the lesion. No additional information was provided.

Event description:
It was reported that the procedure was to treat a calcified right coronary artery. The shaft of the 2.0x15mm mini trek balloon dilatation catheter became fractured during the procedure. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.